Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report recieved from (B)(6) stating that the device was frozen. The device was not used during surgery. It is unknown if there was injury or medical intervention. No additional information was reported.